Manufacturer narrative:
Batch review performed on 08 april 2019 lot 122885: (B)(4) items manufactured and released on 07-nov-2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event clinical evaluation performed by medical affairs director: total knee revision occurred 3 years and 5 months after implantation of a total knee arthroplasty in a challenging condition. No information concerning previous surgeries and/or pre implantation bone status is available. The choice of extension stems and augments let us suppose the presence of insufficient bone support during surgery. Radiographic images provided show tibial component subsidence. The reason of this event cannot be determined.

Event description:
The patient came in, 3 years and 5 months after primary surgery, complaining of pain caused by an aseptic loosening of the tibial tray. The surgeon revised all implants and the surgery was completed successfully.